Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. (B)(4).

Event description:
Goos, m., ruf, g., jargon, d., trummer, c., thomusch, o., gruneberger, j., bulla, s.,kotter, e., ruthmann, o. [CT-guided electrode placement for sacral nerve stimulation in the treatment of faecal incontinence (csns)]. Zentralbl. Chir. 2014;139 suppl 2:e63-67. Doi: 10.1055/s-0032-1315105. Summary: CT-guided electrode placement is safe for temporary (sub-chronic) and permanent (chronic) sacral nerve stimulation and provides a valuable means for placement of the stimulating material. Reported event: one patient with sacral nerve stimulation (sns) for fecal incontinence experienced a "deep infection," necessitating the removal of the lead and implantable neurostimulator (ins). The authors stated that the reasons for this infection were "to be found in limited patient compliance." The authors noted that patients received quadripolar 3889 28 centimeter leads. Follow-up to the article's corresponding author has been requested for patient/device info, event dates, patient outcome, and for additional missing required information. A supplemental report will be submitted if additional information is received.